Event description:
Young male with leukemia that required long term venous access for treatment had initial port placed 1/30/92. Catheter fractured and device removed 1/29/93. Catheter had migrated into the heart and had to be retrieved by surgeon. A second port was implanted on 1/29/93. (Same pt referred to in mw1003165.)